Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to the change out procedure for elective replacement indicator (eri), the cardiac resynchronization therapy defibrillator (crt-d) was interrogated found to have recorded high out of range shock impedance measurements over the past few months. During the current pre-change out interrogation the shock impedance measurements were within range. Boston scientific technical services (ts) was consulted and discussed programming options. The crt-d was explanted as planned for reported normal battery depletion and the rv lead remained implanted with the new device. The rv lead was programmed distal coil to can for shock vector. No adverse patient effects were reported.